Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer was unable to complete rewind process. The customer stated that she tried to put her finger on the piston so the insulin pump detect a reservoir and the drive support cap was dislocated. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.